Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose in (B)(6) 2017, with blood glucose of 0 mg/dl at the time of the incident. The customer was at 17 mg/dl before being hospitalized. The customer was given glucagon to treat. The customer experienced symptoms such as a diabetic coma. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer's pump had fallen while they were trying to program a food bolus, and they picked it up and pressed to deliver insulin without checking the pump screen. The insulin pump will not be returned for analysis.